Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the island dressings advised that the island dressing pulls skin off and makes her bleed when removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).